Event description:
As reported by the field clinical specialist, approximately 4 years and 8 months after transfemoral transcatheter aortic valve replacement procedure to implant a 26 mm sapien 3 ultra valve, the valve was noted to be failing due to stenosis. The patient presented with shortness of breath. No intervention has been reported. Per additional information received, the peak gradient was 81.0 mmhg, the mean gradient was 60.7 mmhg, and the valve area was 0.05 cm2. No leaflet issues were noted. An excision and replacement with a surgical valve is planned.

Manufacturer narrative:
Investigation is ongoing.